Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump is prone to malfunctions, detects air bubbles and has delayed operation. There was no reported patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump is prone to malfunctions, detects air bubbles and has delayed operation¿ was not able to be duplicated. The pump runs flawlessly and detects air bubbles within specifications. The event history log shows alarm messages "air in the hose" but can have several causes, cannot be related to the reported problem. No malfunction of the pump was detected during the investigation. The cause of the reported issue was unable to be determined, and no further action will be taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.